Manufacturer narrative:
Concomitant medical products: product ID 3982, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2016, product type: lead. Product ID 3586, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2016, product type: lead. Product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had their implantable neurostimulator (ins) and lead wires removed within one week of implant, approximately (B)(6) 2016. The patient reported they were rushed to the hospital and was totally out of it. All of the system components were removed because when they opened up the patient's stomach, the ins was lying in a pool of pus, traveling up the lead wires. The patient mentioned that they had scs devices since 1995 and knows that ins devices need to be changed out every 5 years. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.